Event description:
The customer stated that one patient sample generated a falsely decreased result of <0.15 ulu/ml for the architect tsh assay. The result was reported out although it was lower than the lowest tsh result (0.16 ulu/ml) previously reported by the account. The test was repeated and an expected result of 0.55 ulu/ml was generated. However, the patient was admitted to the hospital and counseled for hyperthyroidism. No treatment was administered to the patient and no impact to patient health was reported. The customer also indicated that the sample which generated the suspect result was a short draw which could have had fibrin interference (as all other test results performed on that day were as expected).

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Accuracy testing was performed and controls and panels were also evaluated. All validity and acceptance criteria were met. This testing demonstrates the ability of the architect tsh assay to provide accurate results in a portion of the dynamic range when tested with architect tsh reagent lots 35913ui00. A 12-month review of all complaints associated with the architect tsh reagent lot 35913ui00 was performed. The review did not identify any non-statistical trends or atypical complaint activity for the architect tsh assay in question. A review of all non-conformance reports and deviations associated with the likely cause lot 35913ui00 demonstrated that there have been no known quality issues in relation to this product a review of historical testing documentation was performed and demonstrated that the architect tsh reagent lot 35913ui00 passed all the required specifications and was found to be acceptable. A labeling review, performed as part of this evaluation, revealed that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. Testing of the sample at the customer site gave the expected value indicating that the initial result was due to sample integrity and not reagent related. Based on the evaluation results, a product deficiency and/or malfunction were not identified as the cause of this issue.